Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a diode on the analog board which caused a duse to open on the pace/defib engine board. The pace/defib engine board and analog board were replaced to resolve the report. The boards were scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.